Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuit was returned to fisher & paykel healthcare (B)(4). The returned breathing circuit was visually inspected and pressure tested for leaks. Results: visual inspection of the returned breathing circuit revealed that the collar at the patient end of the expiratory limb was cracked. There was no visible damage found on the tubing of the rt265 breathing circuit. Pressure test revealed that the returned breathing circuit was within specification. A lot check was not performed as a lot number was not provided. Conclusion: we are unable to determine what may have caused the damage observed on the returned breathing circuit. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the reported problem occurred after the circuit was distributed. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the collar on the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit was cracked. This was found prior to patient use.